Event description:
It was reported that a user contacted support to confirm that increasing the continuous glucose monitor (cgm) target on the ilet was appropriate because blood glucose values had been trending higher last recorded at 250 mg/dl; the user was counseled on adjusting the target using quick mode parameters (qmp) and on carbohydrate meal labeling, and an attempt to transfer the call was made by customer care. Investigation of this case revealed no device malfunction reported and no alerts, with user-level settings and education addressed to manage elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.